Event description:
During endobronchial valve placement, using the zephyr valve delivery catheter, one of the plastic "wings" broke off right before deploying stent. Patient was immediately suctioned, the wing was not noted in the airway. Pediatric therapeutic bronchoscope was used to evaluate down to the 5th generation bronchi without any sign of foreign body.